Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. IFU states product is for single use only, per reporter, this drill may have been used multiple times. Product return has been requested, however, it has not been received. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a surgical procedure, the drill broke and the tip remains in the patient's bone.